Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient with diabetes experienced elevated glucose levels while using the cadd cleo infusion set. The patient received line block alarm in pump. The alarm was resolved by changing the infusion set. There was patient involvement with no harm.